Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump sometimes does not give reminders changed batteries more frequently than used to and had to press buttons multiple times for the rewind process to start. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents and self test or verify low battery alarm and audio/vibrate anomalies due to unresponsive button. No button error alarm during testing. (B)(4).